Event description:
The patient presented to the clinic due to shortness of breath. Upon investigation, noise that resulted in over-sensing and pacing inhibition, automatic mode switch (ams), and decreased pacing impedance were detected on the right atrial (ra) lead. The suspected cause of the event is due to insulation damage, although not confirmed. Diagnostic imaging was performed and revealed no abnormalities. The ra lead was deactivated and replaced, although the system is anticipated to be explanted. The patient is stable.